Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction to the MFR number in the previous follow-up report 001. Follow-up report 001 was originally submitted, in error, as 3004753838-2015-46638. This report is intended to provide the same content which was already reported in the previous follow-up report 001 submission, but under the correct MFR number 3004753838-2016-46638 to ensure it can be correctly associated with the applicable initial medwatch report.

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part numbers tk-rr-001 /serial number (B)(4)/lot number 5204958) was returned on 10/05/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.